Manufacturer narrative:
After secondary review of this file on (B)(6) 2021, mentor became aware of incorrect information in the previous report. The patient had undergone a breast augmentation revision with the suspect medical device on (B)(6) 2018. Manufacturer¿s reference number: (B)(4), block d6a. Implantation date: (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: date of event was (B)(6) 2021. Field b3 has been updated on this form. The patient was operated on for primary breast augmentation on (B)(6) 2017. Hence, field d6a for date of implant has been updated to (B)(6), 2017 on this form patient underwent bilateral explantation and replacement on (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 2, 2021, mentor became aware that the date of explant was (B)(6) 2021. Hence, fields d6b for explantation date have been updated to (B)(6) 2021 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 475cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device was explanted on (B)(6) 2020.